Manufacturer narrative:
No conclusion code available. The reported field event of an inability to program the device before implant was confirmed in the laboratory. Upon receipt, the device had no output or telemetry and no data could be retrieved from the device image. The device was tested on the bench and high current drain was noted and was isolated to the hybrid. However, the failure mode was lost during hybrid level testing. Further testing could not reproduce the high current condition. The cause of the inability to program the device was high current on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during stocking, prior to implant, device could not be programmed. No patient was involved. No further information available.